Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed three passes with the red72. It was noted that the physician experienced resistance while advancing the red72 through the artery. Subsequently, while retracting the red72, the physician fractured the red72 at the distal end. Therefore, the red72 was removed. The procedure was completed using a new neuron max and non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. If the red72 is retracted against resistance, damage such as a fracture may occur. The root cause of resistance during the procedure could not be determined. Further evaluation revealed a kink in the proximal shaft and stretching on the distal fractured segment. This damage was incidental to the reported complaint. The kink may have occurred during packaging of the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.